Event description:
It was reported that the shaft break occurred. A 3.00 x 20mm synergy xd drug-eluting stent was advanced over wire. However, during introduction, the device failed to cross the lesion and the shaft broke in half. No patient complications were reported.